Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7160915, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7160908, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 35716616, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also noted that the patient had staphylococcus infection. Symptoms of pain, inflammation, swelling, and impaired healing at the pocket site were noted. A large amount of fluid was drained from the flank incision and it was serosanguinous in nature. The physician believed that the issues were device related. The patient was administered with antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1216 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2218-50 (sn: (B)(6)). The returned leads were analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-4318 (ln: 35716616) the returned leads were analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also noted that the patient had staphylococcus infection. Symptoms of pain, inflammation, swelling, and impaired healing at the pocket site were noted. A large amount of fluid was drained from the flank incision and it was serosanguinous in nature. The physician believed that the issues were device related. The patient was administered with antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The patient was doing well postoperatively.